Event description:
This is report 1 of 1 for complaint (B)(4).

Event description:
It was reported that during an alif synfix procedure at l5-s1, the pin on the vertebral body spreader broke. X-rays confirmed that all fragments were retrieved. During the final tightening, the threads on the screwdriver became bent and would not engage the screw. The surgeon used back up instruments to complete the procedure with no further problems. There were no adverse effects to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No irregularities were found during the device history record review. The product evaluation visual inspection revealed that the ratchet spindle was no longer attached to the handle. The spreader corresponds to the drawings and processes at the time of manufacture. This complaint is invalid from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: the product evaluation event showed the returned part was manufactured in october 2005 to the rev a drawing, and is over 6 years old. At the time of manufacture for this part, the pivot screw that holds the locking mechanism to the handle was designed to be threaded into the handle, and then spot welded to prevent screw migration. During use, the screw is loaded in double shear when the handle is locked and released. The size and material ((B)(4)) of the screw was evaluated and determined to have appropriate strength to resist fracture from the expected shear loads generated from its intended use. The drawing was updated ((B)(4)) in 2008 to have spot welds in 3 locations to provide additional resistance to loosening. Since the implementation of this change, there have not been any reported complaints for this failure mode for devices with the additional weld points. As the screw was not returned for evaluation, the exact failure mode could not be established. The limited amount of information in the complaint description and the screw not being returned for evaluation makes it difficult to determine the exact failure mode of the vertebral body spreader in this case. The complaint event is deemed indeterminate.